Manufacturer narrative:
Device evaluation: follow-up #1 submitted 7/20/2012 the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: testing found no insulin delivery defects. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Additionally, the keypad was found to be torn. Unrelated to this complaint, after setting date and time on pump, removing and replacing battery 1 hour later, the pump powered on to the default time and date settings. The pump was opened and the internal battery was found to be leaking.

Event description:
On (B)(6) 2011, the patient contacted animas to report that he has been having blood glucose (bg) levels as low as 40 mg/dl with no symptoms twice over the past 2-3 weeks. When this occurred, the patient, the patient administered self-treatment with food/drink . The patient denies changes in meds, stress or pain. The patient also spoke with the his health care professional (hcp) about the low bg's and was advised to "take less than the pump tells him." The patient claimed this has helped. The animas customer support representative (csr) reviewed the pump's history and settings: the patient confirmed they were all correct. The patient denied tightening the cartridge cap while attached and stated that the insulin is new and unexpired. The csr requested the patient to rewind the pump and load while checking the tip for any movement of insulin: it was confirmed that there was no insulin moving during the load step. The patient claimed he has been changing the infusion set/site/tubing every 203 days; however, the pump's prime history suggests that the tubing has not been changed since (B)(6) 2012 (about 10 days ago) due to the low prime volumes. The owner's booklet recommends that the infusion set/site is replaced every 2-3 days. This complaint is being reported due to the following conclusions: the patient allegedly experienced 2 events where his blood glucose levels went as low as 40 mg/dl within the last 2-3 weeks. There is suggestion that there was use error involved since the prime history suggests that the infusion set tubing has not been changed for the last 10 days. The patient was also advised to consult with his hcp regarding pump settings. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.